Event description:
Event description cpi received this ventak mini implantable cardioverter defibrillator (ICD) through normal stock returns; no allegations were reported for the ICD. This event was created because returns testing noted a setscrew in the ICD header that was out of specifications. The ICD had never been used.